Manufacturer narrative:
The reported device was not returned as it remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an edwards aortic bioprosthetic valve that required valve in valve intervention after an implant duration of five (5) years, four (4) months due to aortic stenosis. The patient was reported in stable condition.

Manufacturer narrative:
Immobile leaflet. Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an edwards aortic bioprosthetic valve that required valve in valve intervention after an implant duration of five (5) years, four (4) month due to aortic stenosis secondary to calcification of two valve leaflets. The patient was reported in stable condition. There were no reported complications.